Manufacturer narrative:
(B)(4). Concomitant products: guide wire: bmw elite; guide cath: taiga 6f jl40. Evaluation summary: the device was returned for evaluation. The balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily calcified and 90% stenosed mid right coronary artery. During the first inflation to 14 atmospheres of a 3.5 x 15 mm trek rx, the balloon ruptured. The procedure was successfully completed with a non-abbott balloon catheter and stent delivery system. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.